Event description:
It was reported during inspection for use, a whiteout occurred on the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
E1: establishment name-(B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.